Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient reported that beginning (B)(6) 2024, they felt hypoglycemic (dizzy, uncoordinated, confused); however, the estimated glucose value (egv) was reportedly normal (value not documented). The patient did not check the bg or treat his symptoms. The egv was reportedly normal during the night. The morning of (B)(6)2024, the patient lost consciousness. The patient's significant other called 911 and the bg by emergency medical services (ems) was 48 mg/dl while the egv was 75 mg/dl. The patient was given glucagon and intravenous (IV) and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reportedly okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.